Event description:
It was reported an intermittent occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Despite initial complications, no insulin was released from the cartridge, but the caller successfully resolved the issue by loading a new cartridge and resuming insulin delivery. However, tandem technical support sent a on time replacement pump.